Event description:
It was reported that the right ventricular lead exhibited dislodgement and loss of capture. No adverse effects to the patient were reported. The lead was extracted and a new lead was implanted successfully. The patient condition was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.